Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Caller was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.